Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified. - a lead connection test performed was successful and the issue has not been reproduced. - no tightening mark was noticed on the ventricular setscrew tip indicating that there was no contact or not enough between the screwdriver and the setscrew tip to allow a correct screwing. - based on the available data, no issue is suspected on the subject device. For more details, please refer to the attached analysis report.

Event description:
Pacemaker eno dr (B)(6) was tried to be implanted on the 21st of march, as a replacement. Due to 3 unsuccessful screwing attempts, another eno dr (B)(6) which could be screwed seamlessly.

Event description:
Pacemaker eno dr ((B)(6)) was tried to be implanted on the 21st of march, as a replacement. Due to 3 unsuccessful screwing attempts, another eno dr ((B)(6)) which could be screwed seamlessly.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.